Manufacturer narrative:
(B)(4) is waiting for the device to be returned for evaluation.

Event description:
On 08/22/2019, a distributor of (B)(4) reported a tubing separation issue. A user facility representative emailed the distributor on 08/20/2019 and stated that a tubing set model hs-005-b lot 1904009 had come apart inside the pouch. All the 5fu leaked out into the pouch and onto the patient. He stated that it appeared the leak originated from the point where the tubing left the cassette. 5fu was the medication being infused. Device operator was a nurse. A patient was involved and it was unknown whether or not the patient was harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
The reported tubing separation issue was confirmed. The administration set was tested on (B)(6)2019 and it was found that the tubing was detached from the distal side of the cassette. Medication fluid and residue were found on the inside and outside of the set. The affected set was scrapped after testing.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00036).